Event description:
It was reported clip is not closing. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.